Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lar event description: there were four consecutive failures reported with the cngl2 model, where the protective sheath detaches from the ring during setup, and the batches associated were 1563242 and 1564833.. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.